Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient experienced discomfort when ventricular lead testing was performed; and further examination showed that this right ventricular (rv) lead was dislodged. As a result, the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead, however the helix mechanism was unable to be extended. As such, the lead was removed and replaced. When removing the lead from the patient, visual examination noted that cardiac tissue appear to have entered the tip of the device, which would most likely cause the helix not to extend. No additional adverse patient effects were reported.